Event description:
Patient self tester reports precision issue on three separate occasions with two different strip lots. Some results obtained from sticking the same finger twice.

Manufacturer narrative:
Investigation pending.